Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician had difficulty removing the guidewire. The lead was no longer used and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.